Event description:
It was reported that the doctor had inserted a 50mm cluster shell and was securing it with a 6.5mm x 40mm cancellous bone screw. Upon inserting the screw into the shell, the screwdriver tip broke off into the screw head. The surgeon was unable to retrieve the tip and inserted the 36mm 10 degree insert with no issues in the seating of the polyethylene.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.